Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 (mg/dl). The cause of the low bg level was unknown. Carbohydrates were consumed to address bg level. The customer declined to troubleshoot with tandem technical support and declined to discuss the reported bg event further.